Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during a generator change out, externalized conductors were observed on the right ventricular lead. The physician elected to reuse the lead and the patient was stable throughout.